Event description:
Boston scientific crm received information that a non boston scientific (bs) sales representative contacted bs medical records and stated that this lead and entire system was explanted for an unknown reason. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.